Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. Shell thickness was found normal. The cause of the deflation could not be determined. No other defects were found on macroscopic or microscopic analysis of the implant. Update and/or corrections to the following sections: b4, b5, d4, g7, h2, h6, and h10.

Manufacturer narrative:
Inspection analysis showed shell damage during assembly causing outer lumen leak.

Event description:
Alleged deflation.